Event description:
It was reported that during testing, the customer's device would no longer deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Based on the age of the device, the customer has requested that the device be returned, unrepaired. No further investigation of the reported failure has taken place. The cause of the reported failure could not be determined.